Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Insulin pump was unable to perform displacement test due to motor error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.